Event description:
The patient stated that she had at least 3 v-go 30 devices that have come off and has tried using adhesive tape to keep them on. The patient stated that the application site is properly prepared with an alcohol prep and that there is not interference with clothing that may be pulling away at the v-go 30 device.